Event description:
The lay user / patient contacted lifescan (lfs) on (B)(6) 2012 alleging inaccurate high readings on his one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2012 and obtained the following information: the patient mentioned that on the evening of (B)(6) 2012, he opened a new vial of test strips and noticed that his readings were elevated. The patient does not recall the exact result. Based on the result his pump injected insulin. The following morning the patient woke up feeling sweaty, dizzy, weak and tired. The patient tested his blood glucose five minutes later and obtained a result of 430 mg/dl. The patient then tested on another meter a one touch ultra mini and obtained an 86 mg/dl. The time difference between the two readings was within 30 minutes from one another. The patient self-treated with food/drink. The patient did not seek any further medical attention or contact their physician for assistance. The technique of applying blood on the test strip is correct. The patient mentioned that the test strips he had opened the night before the symptoms he realized were actually expired in 2011. Using expired test strips may lead to false blood glucose readings. The product was replaced. The complaint is being reported since the patient alleged that due the alleged high reading, he had taken insulin and the following day developed symptoms suggestive of a serious injury. He felt better after self-treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.